Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports the PICC broke at approximately 9cm as the nurse was removing the catheter with thumb and forceps from the patient. The nurse attempted to grasp the catheter tip still exposed at site with forceps, but the catheter broke/fragmented. The distal portion of the catheter remained in the patient. The patient was transferred for PICC removal by the pediatric interventional radiologist. The catheter remnant was successfully retrieved without complication.

Manufacturer narrative:
Submit date: 4/25/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would avoid this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.